Event description:
During a rotator cuff repair, it was reported that when making a third pass of the needle through the tissue, the tip broke off and became dislodged. An x-ray of the shoulder was performed and no foreign body was seen on x-ray. The case was able to be completed with a competitor¿s device. There was a reported delay of an extra 30 minutes looking for tip intra and extra-articular. There were no reported patient injuries or complications. The patient¿s post-operative condition was reported to be normal.

Manufacturer narrative:
Device evaluation: one truepass needle was returned for evaluation. Visual examination of the needle confirmed the reported complaint. The needle tip has broken off at the suture pick-up slot. Broken tip was not returned. A root cause investigation has been opened to investigate this failure mode. (B)(4).